Event description:
It was reported that the guidewire got stuck in the lead. The physician cut the guidewire, left it in the lead, and implanted the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.